Event description:
On (B)(6) 2014 information was received from a representative. The patient experienced less than 50% therapy relief. ¿med related issues¿ were also specified, though it was unclear what this had meant. They stated that on (B)(6) 2014 they performed a post-MRI check. The patient¿s family was very upset and stated that the pump was not working and that they wanted the pump shut off. The doctor placed the pump at minimum rate. The patient returned on (B)(6) 2014 for follow-up, and their doctor decided to turn the pump back to the lowest dose possible. They were to reassess later. The patient¿s status at the time of the report was alive with no injury.

Event description:
It was reported that a motor stall was confirmed to be noted in the event logs with no motor stall recovery recorded. The stall was caused by the patient having a MRI. The motor stall occurred at 11:16 and the reporter heard the critical alarm. The device manufacturer representative just interrogated the pump at 14:00 and no recovery was noted. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump did restart but it was over 4 hours later. When the device manufacturer representative encountered the family, they were very upset and wanted the pump removed. The health care provider (hcp) at the facility had tried multiple times to get ahold of the patient's managing hcp while the device manufacturer representative was present. The representative however was not sure if they ever connected. The pump had been placed at minimum rate instead of stopping it to appease the family and save the pump. The device manufacturer representative saw the patient again "about a month later" and the family was "still at a loss" the representative believed the hcp was going to restart the pump at a low dose and try to admit him to a rehab center but they were unsure if that had ever happened as well. No further information was provided.